Manufacturer narrative:
Based on the samples, this incident has been determined to be the result of an insufficient amount of epoxy adhesive within the needle well that secures the cannula inside the hub. The epoxy fill process has been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Scheduled audits for visual and security of assembly insure the quality of the operation. Analysis of complaint data over the past two yrs reveals that this type of ocmplaint occurs at level of less than 1 in 10,000,000.

Event description:
Needle is loose and sometimes slips out of hub and then leaks.